Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) setscrew did not click when securing the lead. The physician pulled on the lead to determine it was secure. Post-implant an x-ray was taken to confirm the lead pins were correctly inserted. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.